Event description:
The user facility reported that the device activated a drill without pressing the pedal during inspection. There was no patient impact, no delay, no medical intervention, and no adverse consequences.